Event description:
It was reported that the patient had multiple contacts out and was getting inadequate pain relief. It was also mentioned that the patients contacts would come in and out whenever the patient changes position which suggests possible lead fracture. Additional information was received that the physician replaced the patients linear lead with a paddle. The patient is doing well postoperatively and the device working properly. The leads will be returned for analysis.

Event description:
It was reported that the patient had multiple contacts out and was getting inadequate pain relief. It was also mentioned that the patients contacts would come in and out whenever the patient changes position which suggests possible lead fracture. Additional information was received that the patient underwent a lead replacement procedure. The patient was happy postoperatively and the device is working properly. The leads will be returned for analysis.

Manufacturer narrative:
Sc-2317-70, (B)(6). The returned device was analyzed and the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. Sc-2317-70, (B)(6). The returned device was analyzed and the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5140746, model/ catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient had multiple contacts out and was getting inadequate pain relief. It was also mentioned that the patients contacts would come in and out whenever the patient changes position which suggests possible lead fracture. The patient will undergo a revision procedure.